Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer received a result of 52 mg/dl on their blood glucose meter. The consumer called for medical intervention and when the emts arrived, they tested the consumer getting a result of 34 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use, the consumer was using test strips that expired in 2006, and the meter was not calibrated to the correct calibration code. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.